Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient has had increase of pain and loss of relief from stimulator. The patient had fall six months after implant and that pain increased. Reprogramming was tried, and the issue was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that an impedance check and x-rays were taken in relation to the patient¿s fall and loss of pain relief. However, no additional steps are planned at this time. The rep stated that the patient¿s loss of pain relief and increased pain has not been resolved at this time. They added that the patient is fine just having difficult back pain. The event was confirmed with the account. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s lead was being replaced due a loss of coverage following a fall they had months ago. The rep stated that the patient was in revision surgery at the time of thereport. They mentioned that the ins was too low to interrogate during pre-op. Therefore, they charged it to 30% so they could communicate with it. The rep stated that during the procedure, they lost communication with the ins because the battery was low. They added that the ins was off, and it had only been maybe 20 minutes since it was at 30%. They indicated that they restarted the communicator/tablet when they lost communication, but that didn¿t resolve the issue because the ins was completely discharged. No further complications were reported or anticipated.